Event description:
During a follow up call on an unrelated issue on (B)(4) 2012, the caregiver (cg) reported that the home patient (hp) had peritonitis. The cg stated that the registered nurse (rn) was aware and that the hp was on antibiotics. On 1 may 2012, product surveillance spoke with the peritoneal dialysis nurse regarding the event of peritonitis. The nurse reported the date of peritonitis as (B)(6) 2012. The patient was hospitalized from (B)(6) 2012 and treated with vancomycin (dose, frequency, and route not reported). Patient began peritoneal dialysis on an unknown date in 2011. The nurse confirmed the cause of the peritonitis was unknown and the patient has recovered from this event. The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h11l02017) and no issues were found related to the reported condition during the manufacture of this lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. The root cause of this report was undetermined.